Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he had shortness of breath before he was hospitalized. Customer's blood glucose was 240 mg/dl at the time of the incident. Customer's current blood glucose was 210 mg/dl. Customer treated with the pump. Customer reported that he was hospitalized but it was not related to his blood glucose. Customer found a slanted cannula. Customer declined to check their settings. Customer was advised to do a complete set change and will call back once they receive the tubing clamps. Customer reported that he believes that his blood glucose was caused by the infusion set not being in a good place.